Event description:
Boston scientific received information that this right ventricular lead was explanted due to out of range pacing impedances, while the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.